Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, while performing a review of the falange minifixer system, it was evident that the system bars did not enter the patella properly. The system is blocked for operation due to incomplete key pieces. No further information provided. Concomitant devices reported: 3.0mm/3.0mm connecting clamp (part# 395.133, lot# unknown, quantity# 2), holding clamp 1.25mm (part# 395.125, lot# unknown, quantity# 2), holding clamp 1.6mm (part# 395.126, lot# unknown, quantity# 1). This is report 2 of 5 for (B)(4).

Event description:
Concomitant devices reported: 3.0mm/3.0mm connecting clamp (part 395.133, lot l594154, l234175, l344165, l234175, 8577693, quantity 5), holding clamp 1.25mm (part 395.125, lot l639570, l671743 (x2), l716619, 1358912, l805743, quantity 6), holding clamp 1.6mm (part 395.126, lot 1362940 (x2), l082894, l1362940, l858755, l797231 (x2), quantity 7). This is report 2 of 10 for (B)(4) . Additional devices for this event are captured on related complaints (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.